Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. Customer stated that insulin is squirting out during tha manual process. The customer stated the drive support cap is sticking out. The customer was advised that the possible cause of the alarm was during seating that force sensor did not detect the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.